Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient stopped charging the ipg and the ipg became inoperable. The ipg was explanted and replaced on (B)(6) 2018.